Manufacturer narrative:
The referenced report of previously reported external driveline repair is captured under medwatch MFR report # 2916596-2018-01345. (B)(4). Approximate age of device- 1 year and 1 month. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump stoppages occurred. The stoppages occurred after a previously reported external driveline replacement on (B)(6) 2018. The patient was asymptomatic during this event. During the analysis of the log file, the manufacturer's technical service representative observed pump stoppages. No additional information was provided.